Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A revision surgery due to shoulder dislocation and related pain occurred. It was reported that: "during the revision surgery, the surgeon realized that the 45 percent of the mismatch couverture was insufficient."

Event description:
A revision surgery due to shoulder dislocation and related pain occurred. It was reported that: "during the revision surgery, the surgeon realized that the 45 percent of the mismatch couverture was insufficient."

Manufacturer narrative:
Corrected fields: reporting contact (g1) and results code grid (h6). The reported event could be confirmed. The device was not returned for evaluation, but evidences were provided based on provided x-rays which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Since x-rays were provided, the opinion of a medical expert was sought and stated as follows: all implant components are intact and well-fixated to the bone. The humeral component and insert escaped from under the glenosphere, causing a dislocation. There is no information however on the soft tissue tension. The fact that the surgeon has used a spacer to increase soft tissue tension supports the suspicion of insufficient soft tissue tension. Insufficient soft tissue tension can be a factor in the instability. Failure of total shoulder replacement over time is a known complication. In case of a revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where no such information is available, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. Due to these limitations, I am unable to provide statements about the patient, the procedure, and/or the device in relation to cause of the failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The event was the most likely caused by an insufficient soft tissue tension, but more detailed information about the complaint event must be available in order to determine a clear root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.